Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code -decreased level of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient was was rushed to the hospital due to unresponsiveness. The bg by ems was 30 mg/dl while the egv was 90 mg/dl. The patient reported not receiving an alert for hypoglycemia (please see (B)(4). Of note, depending on the user selected device settings, the device would not alert for a high bias inaccurate egv of 90 mg/dl. Of note, the patient also has cancer and often feels weak, so she did not take note of her symptoms. The hypoglycemia was reversed with dextrose IV. Other medications for unrelated conditions were documented. The patient was hospitalized for 7 days and could not recall details. At the time of the report, the patient was reportedly normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.